Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The hospital reported patient was found unconscious on (B)(6) 2011 and blood glucose was 1000 mg/dl. Patient was admitted to the intensive care unit of the hospital. No additional information was provided. Infusion device was replaced and requested for evaluation.